Event description:
The home patient (hp) reported experiencing abdominal pain during fill while using the homechoice pro cycler for apd therapy. The hp relates that they had abdominal bloating and severe flatulence prior to the start of their apd therapy. According to the hp, they initiated their apd therapy using the cycler and during the first fill experienced pain. Hp dicontinued apd therapy for the night at the time they felt pain. Hp relates that they continued to have severe flatulence for the remainder of the night and flatulence resolved itself the following day. The hp relates taht there was no resulting pt injury or medical intervention as a result of this incident.